Manufacturer narrative:
Visual and microscopic examination of the returned device revealed proximal stent damage. One of the stent struts was bent back distally and one stent strut was raised. Solidified contrast media was found inside the inflation lumen of the device, therefore, indicating that the device had been prepared for use. No kinks or damage were noticed along the shaft of the device. No further issues were noted which could have been contributed to the reported complaint. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guide-wire was inserted through the guide-wire lumen with no restrictions noted. A review of the shop floor paperwork for this particular batch namely top assembly bath # 8989572 and sub-assembly batch # 8972582 found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.

Event description:
This complaint is now reportable based on the analysis completed on 6/18/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was "defective out of package." However, the returned product confirmed that there was stent damage to the taxus express2 2.5x16mm drug eluting stent. No patient complications occurred. Patient status is noted as "ok."